Event description:
On september 2, 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultrasmart meter was giving inaccurately high readings. On september 17, 2009, the sr. Medical surveillance specialist (smss) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On september 18, 2009, the smss sent a letter requesting the patient contact medical surveillance. On an unspecified date, the patient obtained the blood glucose reading of 255 mg/dl on the reported meter. At that time the patient was experiencing the symptoms of sweating, shaking, stuttering, irritability and he felt unwell. More than 30 minutes later, the patient obtained the reading of 99 mg/dl on another meter. Following the use of the meter, the patient administered self-treatment by consuming food and /or a drink. He did not seek any medical attention. It would have been helpful to determine if the patient's symptoms began before or after the meter reading of 255 mg/dl, the date and time of the onset of symptoms, the date and time of the test results provided, the patient's diabetes medication regimen, if the patient adjusted his insulin doses based on 255 mg/dl meter reading, and his expected meter readings. The patient treats his diabetes with insulin on a sliding scale. Troubleshooting revealed the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient reported experiencing symptoms suggesting severe hypoglycemia while using the reported meter and test strips, and received treatment with food to alleviate his symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.